Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, video connector terminals corrosion, usb port connector corrosion, chassis corrosion, and power switch damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image when using the maj-1430. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon was caused by the failure of the patient board set. The cause of the failure may have likely been affected by the change in the operational amplifier circuit design of the printed circuit (dr) board before the countermeasures were taken. It was confirmed that the design of the dr board was changed on (B)(6) 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.